Manufacturer narrative:
A replacement pump was sent to the customer.  On (B)(6) 2017, the customer contacted a medela clinician.  At that time she stated that she had been prescribed all purpose nipple ointment to treat the thrush.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On (B)(6)2017,  the customer reported to a medela customer service representative that she was experiencing low suction with her pump in style breast pump.  She also reported at that time that she thought she had thrush and that her physician told her she did not have full blown thrush.